Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if the malfunction code reappeared.